Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the thumb advancer and difficult to remove the device could not be replicated in a testing environment based on the returned device condition. It should be noted that the starclose instructions for use (IFU), states: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps: retract the thumb advancer as far proximal as possible until resistance is felt. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to deploy the thumb advancer could not be determined. The reported difficult to remove the device appears to be related to the safety release mechanism not used to collapse the vessel locator wings. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence and therapy date 1, exact date was not provided by hospital. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via 5fr sheath after an embolization procedure. Reportedly, when attempting to split the sheath and advance the thumb advancer to deploy the vessel locator wings, extra force was required and the sheath did not split completely. The clip of the starclose se device was not deployed. The safety release mechanism was not used to retract the vessel locator wings. Extra force was used to remove the starclose se device from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.